Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an issue with infusion set fell off and stopped sticking. It came off after 1 days of use. No further information was available